Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care user that while the device was in use with young male patient, the small plastic cannula separated from the infusion site and remained in the patient's skin. The patient was examined by physician and the fragment was confirmed inside the patient's skin. The fragment has not yet been removed from patient. No further adverse effects to patient reported.